Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) did not shock the pt whenr ewuired and the pt needed manual cardiopulmonary resuscitation and died.